Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01484. This report is being submitted as additional information. Serial number of the device was not provided. Therefore, serial number, age of device, and device manufacture date are unknown. Manufacturer's investigation conclusion: no product was returned for evaluation. The reported no external power event was confirmed through the analysis of the submitted log files. The system controller log file contained approximately 9 days of data from (B)(6) 2018 through (B)(6) 2018 , per time stamp. The file captured a no external power event on (B)(6) 2018. A sequence of low power hazard and no external power alarms were observed. This event occurred while the system controller was supported by an mobile power unit (mpu) and appeared to be a result of momentary ac power loss to the mpu. During this event the system controller supported the pump at the set speed while being powered by the internal backup battery, as designed. Once ac power was restored to the mpu, all the associated alarms cleared. No other atypical alarms were recorded in the remaining events and the pump operated at the set speed throughout the log file. The mpu was not returned for investigation. The account reported that this momentary ac power loss was due to mpu ac power cord coming unplugged from the mpu. It was also stated the power cord was later replaced by a v-lock mpu ac power cord. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that review of the submitted system controller log files by a representative of the manufacturer¿s technical services revealed low voltages on (B)(6) 2018 between 21:22:23 and 21:22:30 while the lvad system was connected to the mobile power unit (mpu). This resulted in the system controller backup battery providing power to the pump. It was reported that the mpu¿s ac power cord came unplugged from the mpu. The power cord was replaced with a locking mpu ac power cord. No further information was provided